Event description:
Customer reported she was experiencing high blood glucose as high as 438 mg/dl. Customer drank and treated with the device and it wouldn't lower. Customer then manually injected eight units three times in a 48 hour period and blood glucose lowered. The device did not alarm no delivery and bolus history was correct. She then went to hospital and was diagnosed with dka and hyperglycemia. Customer's symptoms where ketones and was nausea. She went of the device when she arrived at the hospital and was treated with the insulin drip. Blood glucose lowered and went back on the device. Blood glucose rose to 503 mg/dl. Troubleshooting was performed. Multiple low reservoir alarms, one no delivery alarm and low battery alarm were noted. High pressure test was performed, passed. Cannula was bent on the infusion set but not occluded. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.